Manufacturer narrative:
This report is submitted on december 27, 2022.

Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 9, 2023.